Event description:
The complainant reported that after an impella cp was implanted, limited flow was noted. Fem-to-fem bypass sheaths were placed to improve flow to the impella leg. The distal sheath was exchanged several times while on impella support. The last time the sheath was exchanged, clots were observed and the sheath was removed. A clot traveled down the leg, and the leg became molded and cold. The impella cp was exchanged for a new impella cp. A femoral cut down was performed to remove the thrombus. The patient was noted to survive device explant.

Manufacturer narrative:
Impella cp with smart assist system instructions for use for the related event are as follows: section: potential adverse events (united states), acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation). The impella cp was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation of limb ischemia and thrombus has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. D4 model number was erroneously entered on the initial manufacturer device report number 1220648-2025-27742. D6b explant date was erroneously entered on was erroneously entered on the initial manufacturer device report number 1220648-2025-27742. H6 health effect - impact code 4624 was inadvertently omitted on the initial manufacturer device report number 1220648-2025-27742. H6 component code 3039 was erroneously entered on the initial manufacturer device report number 1220648-2025-27742.